Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the touchscreen was out of calibration, and the touchscreen was not responding to touch in the top portion of the display. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the touchscreen was out of calibration, and the touchscreen was not responding to touch in the top portion of the display. The remote service engineer (rse) provided the bme with the part number of the replacement touchscreen for repair and transferred the bme to parts for pricing.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 14dec2023, the biomedical engineer (bme) confirmed that the touchscreen was ordered for repair, and after the touchscreen was replaced, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.